Event description:
Additional report sent with updated conclusion code.

Event description:
It was reported that this pacemaker and other manufacturer right atrial (ra) lead had signal artifact monitor episode due to noise on the ra lead. It was noted that in (B)(6) 2017, the configuration was switched to unipolar due to high out of range impedance spike to greater than 3000 ohms. The noise appeared to be present since the switch, and when the lead was checked in bipolar while at the clinic, things looked good. The episode measured the impedances ra ring to can at 3000, and tip to can 435, and actual value at 443 ohms. The root cause remains unknown, however the plan was to program unipolar pace and bipolar sense. The lead remains in-service. No adverse patient effects were reported.